Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self test, rewind and basic occlusion test. Unable to perform the displacement test and occlusion test due to pump not priming due to moisture damage on the force sensor. Pump failed prime/seating test and force sensor test due to moisture damage on the force sensor. Pump did not alarm pump error 43 during testing. Successfully downloaded history files and traces using thump. No relevant pump error 43 was noted in pump's downloaded history. Verified the pump alarmed pump error 63 variable 21 in pump downloaded history on 04/26/2023 at 10:13:57.000 due to rf chip error caused by moisture damage on the rf circuitry on pcba 1. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. Additionally corroded home switch was noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Pump error 43 was not confirmed during testing. Prime/fill anomaly confirmed due to moisture damage on the force sensor. Pump error 63 variable 21 confirmed due to moisture damage on the rf circuitry on pcba 1. Unable to confirm exposed to magnetic field or MRI. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an error in the motor which was detected by reading unexpected value from hall sensor(pump error 43). Troubleshooting was performed and found that the customer was able to clear the alarm but could not able to complete pump rewind. Also, it was found that the pump was exposed to high magnetic environment. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.